Event description:
It was reported that the ventilator showed a drifting peep (positive end expiratory pressure) value. It is unknown if there was any patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on information in the problem description and an evaluation of device logs. The reported expiratory channel printed circuit (pc) board was not returned for investigation. The date of event is not specified and received device logs do not contain evidence for a drifting positive end expiratory pressure (peep). Device logs contain however, a technical error code that indicates an issue with the reported expiratory channel pc board. This error, ventilation disabled, is generated at startup and will not affect ventilation. The conclusion is that the cause of the reported drifting peep cannot be determined from the received information.

Event description:
(B)(4).

Manufacturer narrative:
Further information has been sought. A supplemental medwatch report will be submitted when the investigation is completed.